Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) sample and two (2) photos were submitted to the manufacturer for evaluation. Through visual examination of the sample, a foreign substance was observed inside of the vented piercing pin. Through observation of the photos, the investigation was unable to identify any particulates on the pin. The sample is not within specification; the reported defect is confirmed. Retained samples from the same lot number were visually examined and no particulates or foreign matter were observed. A review of the non-conformance system database was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. While a defect was observed, an exact root cause could not be determined. A historical review of the customer complaint database dating back one year revealed no trends of this nature against this finished good item or lot number. Therefore, no formal corrective action is warranted at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: during compounding 1 mini spike was found with a particle in the spike tip. The fentanyl vial had been spiked and drained and when changed the particle was found. No injury reported.